Manufacturer narrative:
(B)(4). The explanted valve was not available for evaluation. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mismatch. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Small gradients may not be indicative of significant dysfunction. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Review of the instructions for use (IFU) indicates the sapien 3 valve is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. The IFU also documents the following warnings: incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Lastly the IFU documents ¿safety and effectiveness have not been established for patients with the following characteristics/comorbidities: blood dyscrasias defined as: leukopenia (wbc < 3000 cells/ml), acute anemia (hb < 9 g/dl), thrombocytopenia (platelet count < 50,000 cells/ml), or history of bleeding diathesis or coagulopathy.¿ in this case, there was no allegation that a valve malfunction or nonconformance contributed to this event. It is likely that the patient¿s congenital diseases (von willbrand¿s, arteriovenous malformations, resultant recurring gi bleeds and intolerance to anticoagulation/antiplatelet therapy) were the likely cause for the increase in gradients. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. The valve was explanted one year & 3 days later. Clarification from the valve clinic coordinator (vcc) indicated ¿there was nothing notably wrong with the tavr valve.¿ the patient had increased gradients and ¿there was concern regarding patient prosthesis mismatch¿. The patient had a history of von willbrands disease, arterial venous malformation (avm), and multiple hospitalizations and blood transfusions for chronic gi bleeds with hemoglobin as low as 3. The physicians hypothesized that replacing the tavr valve with a new surgical valve might eliminate the avm.

Manufacturer narrative:
Reference CAPA-20-00141.